Event description:
It was reported that after one hour procedure, the tissue pad was very damaged. Another like device was used to complete the case. No adverse patient consequences were reported.

Manufacturer narrative:
(B) (4), (B) (4). Information anticipated, but unavailable at this time.